Manufacturer narrative:
Initial reporter state: (B)(6). (B)(4). The returned advanix biliary stent was analyzed, and a visual evaluation noted that the stent presented several kinks, it was deformed in some sections and it was damaged. No other problems with the device were noted. The reported event was confirmed. Based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process. After analysis, it was determined that the stent presented several kinks and it was deformed in some sections. During the analysis, it was observed that the stent presented wastes from procedure on the sideports and it is most likely that during the procedure, the customer while advancing the stent experienced some difficulties due the tortuous anatomy and/or the technique applied, this may have leaded the kinks on the stent and ended damaging it and deforming it. Review and analysis of all available information indicated that the root cause of the problems found is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde biliary drainage (erbd) in the biliary tract performed on (B)(6) 2021. During procedure, it was reported that the advanix biliary stent bends and bends when tried to place in the biliary tract. The procedure was successfully completed with another advanix biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed that the stent was damaged, therefore this event has been deemed an MDR reportable event.